Event description:
The customer contacted heartsine to report that their device intermittently doesn't work. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device intermittently doesn't work. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.